Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The age and weight of the patient are a best estimate. The patient identifier was also not included as no patient information could be obtained from the dentist. The dentist has only recently agreed to return the handpiece, therefore the manufacturer has not yet had the opportunity to evaluate the device. However it should finally be returned to the importer by (B)(4) 2015. It will then immediately be returned to us, the manufacturer in (B)(4), and an investigation can be performed on the handpiece. The following safety information has been provided in the IFU with regard to the use of electric micro-motors: "risks when using handpieces with electrical motor-motors. Electrical micro-motors generate significantly mor energy than conventional air turbines and air motors. Due to the high torques and speeds, poorly serviced, damaged or misused handpieces may lead to the overheating which could inflict severe burns on the patient.